Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs), alleging her onetouch ping meter was powering off when attempting a test. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The patient claimed the alleged issue began on the same day she contacted lfs for assistance at approximately 12:45pm. The patient reported that she manages her diabetes with insulin through pump therapy and it is not know if she made any changes to her usual diabetes management routine in response to the alleged issue. She claimed that prior to the issue occurring she was experiencing low blood glucose symptoms of "heart racing, adrenaline rush and felt fuzzy" and despite her symptom, she denied receiving any treatment. At the time of troubleshooting, the cca noted that the subject meter was not being used for the first time; the issue continued after replacing with new batteries. The issue remained unresolved and replacement products were sent to the patient. There is no indication that the product caused or contributed to a serious injury. The patient's symptoms started before the reported issue first occurred. There was no indication that the patient's symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the alleged product issue remained unresolved.